Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had audio issue. Customer's blood glucose value was 156 mg/dl at the time of the incident. Customer stated they did hear beeps when audio volume settings were saved also did not hear the differences between the two audio beep volumes. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not return for analysis.

Manufacturer narrative:
Device passed selftest and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in device history. (B)(4).